Event description:
The patient had an infection again, a third tha was performed with exeter stem on (B)(6) 2016.

Manufacturer narrative:
The following device was also listed in this report: device; unknown -joint replacement_product ; cat# unk_jr ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.